Event description:
It was reported that cement was pressurized into the canal. After that, stem and bipolar cup was implanted. When the reduction was performed, blood pressure fallen. Therefore, the patient was taken to (B)(6). After that, heparin was dosed and cardiac compression was performed for 1 hour but, the patient died on (B)(6) 2011. The surgeon noted as pulmonic emboli in certificate of death. The cement was stored in 24c environment. (B)(4) was used.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.